Manufacturer narrative:
Concomitant medical products: non-cfn extension set; 10 ml bd syringe, ref (B)(4), lot: 6222983, lot: 2019-07-31, 0.9% sodium chloride; 10 ml bd syringe; therapy date unknown. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that during connection between injection port device and mating syringe for a blood draw, spray was noted on the nurse¿s sleeve and the patient¿s bedding. There was no patient harm reported.

Manufacturer narrative:
No available code for undetermined or unknown cause. The customer¿s report of a fluid spray was confirmed. The maxzero valve, non-bd tubing, and concomitant syringes were functioning effectively throughout testing with no leaks noted. However, the safety needle (unknown manufacturer) attached to the non-bd tubing was observed to be spraying fluid in different directions from 2 separate holes. The cause of the spray was determined to be a damaged safety needle tip. The root cause of the damage could not be determined.